Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this lead could not be implanted due to an unknown product performance issue. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis, laboratory analysis was unable to confirm the reported field allegation. The lead passed testing.

Event description:
It was reported that additional information was received from investigation closure. The lead passed all testing. No adverse patient effects were reported.